Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that physician made several attempts to connect the right ventricular (rv) lead to the implantable pulse generator (ipg) during implant to no avail. An alternate ipg of the same model number was placed successfully. No patient complications have been reported as a result of this event.